Event description:
On (B)(6) 2013, the lay user/patient¿s father contacted lifescan (lfs) alleging his son¿s one touch ultra 2 meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The reporter stated the alleged issue began ¿at the beginning of december¿. The patient manages his diabetes with insulin (unknown type, self-adjuster) and continued with his usual diabetes management routine in response to the alleged issue. The reporter informed the mss, the morning of ¿(B)(6) 2013¿, his son developed symptoms of ¿stomach pain and dizzy¿. He tested his son with ¿ketone test strips¿ and stated his son had ¿ketoacidosis¿. The reporter brought his son to the emergency room (ER), where they tested the patient¿s blood glucose with an ER/hospital meter. The reporter was unable to provide the results obtained from the ER/hospital meter, but stated it was ¿high¿. A health care professional (hcp) at the ER put the patient on an IV; however, the reporter could not recall the type of IV that was given. The reporter stated his son began to feel better, 8 hours, afterwards and was released from the hospital ¿24 hours¿ later. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.